Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2202139eua, no irregularities were found. Tests retained from lot number 2202139eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the lot related to complaint. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific llc. The customer reported false negative test result for covid on clinitest covid19 self test when compared with result from pcr test at doctor's office. There was no reported injury due to this event.

Manufacturer narrative:
More information requested from the customer to perform further investigation. Customer took pcr test at doctor's office result of which came out positive. To verify positive result of pcr test, customer retested with siemens clinitest covid-19 self test, each day for 4 days. Result of all covid-19 tests came out negative. Customer also tested with two different non-siemens covid-19 tests, the result of which also came out as negative. The cause of this event is unknown.